Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The biomedical engineer had an automated impella controller which failed to purge the cassette. No harm or injury.